Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, two months, twelve days following the implant of this transcatheter pulmonary bioprosthetic valve, right ventricle (rv) pressure was greater than 90mm hg and the valve gradient was greater than 60mm hg. Angiography noted multiple stent fractures with significant oval appearance. It was reported that post-implant of the valve, the gradient was 10mm hg. No additional adverse patient effects were reported.